Manufacturer narrative:
The date of event is unknown. The date received by the manufacturer is used. (B)(4). Medical device expiration date: this device does not have an expiration date. Device evaluation: it is unknown if a sample is available for evaluation. A supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that the patient experienced large welts and itching at the injection site while using the suspect device to inject insulin with a non-bd insulin pen. The welts have occurred during use of the last 5 boxes of the bd pen needle. The patient is not known to have any allergies and rotates the injection site. The technique was reviewed and no issues were noted in administration. He has seen many doctors in the last 3 months and has had allergy testing. At the time of report the customer reports the doctors "have not heard of this and do not know what to do". The customer reports he does not leaving the needle in the sight for 5-10 seconds and is experiencing less irritation. He uses as an otc topical spray for the itching.

Manufacturer narrative:
Device evaluation: result - no samples (including photos) were returned for evaluation. A lot history review was carried out for the reported lot 6061916. No related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Conclusion - bd was not able to duplicate or confirm the customer's indicated failure. Without a sample, an absolute root cause for this incident cannot be determined.